Event description:
It was reported that this pacemaker was having difficulty connecting with the communicator. Technical services (ts) assisted with troubleshooting which was unsuccessful. Ts referred the patient to the clinic for evaluation. The file of interrogation was submitted to ts. Ts noted that is possible that radio frequency (rf) telemetry was disabled as a false positive related to a software update. This pacemaker remains in service. No adverse patient effects were reported.